Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® push button blood collection set failed to retract. The following information was provided by the initial reporter: " material no: 367344, batch no: 0093270. It was reported that the needle does not retract all the way. My park shadelands lab came to me this morning to report a product failure on the following item: bd vacutainer blood collection set ref #367344, onelink number 10008217, description. Set bld coll 21ga 12in vacutainer wing tubing safety push. The problem is that the needle does not retract when finished. The lab reported to me at least 6 that have failed. I have one on my desk here if needed for a qa with kaiser or bd."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® push button blood collection set failed to retract. The following information was provided by the initial reporter: " material no: 367344, batch no: 0093270. It was reported that the needle does not retract all the way. My park shadelands lab came to me this morning to report a product failure on the following item: bd vacutainer blood collection set ref #367344, onelink number 10008217, description. Set bld coll 21ga 12in vacutainer wing tubing safety push. The problem is that the needle does not retract when finished. The lab reported to me at least 6 that have failed. I have one on my desk here if needed for a qa with kaiser or bd."